Event description:
A davinci xi robotic surgical instrument "mega needle driver" failed to engage with robotic arm, despite repeated attempts to remove/re-engage. Other instruments were able to be engaged with that robotic arm without issue. Retrieved a new "mega needle driver" from core a shelf, engaged with the arm without issue. Handed the defective one off from the sterile field. No injury to patient. Suspect that one of the internal cables snapped, because nothing happens when one of the wheels is turned, and the wrist isn't articulating.